Event description:
It was reported to philips that the flexvision monitor froze during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed as planned by using an axillary monitor, but the hemo display was interrupted. After procedure completion, the customer powered down the flexvision pc forcefully and subsequently restarted it, restoring the display. The log file was then reviewed, indicating that the connection with flexvision pc control was lost error however, the field service engineer (fse) was unable to test the device during the onsite visit because it was in use. Later the issue reoccurred and fse replaced the flexvision pc and downloaded software in another work order. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The case was completed by using an auxillary monitor, although the hemo display was interrupted. Additionally, as per the instructions for use, customer is advised to have redundant monitoring capabilities available. Philips interventional hemodynamic system should not be the sole means of monitoring patients. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.